Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, as the catheter is blocked, drops flow dropwise in the pouch. For several patients; same lot. One patient had a clotting but they noticed it , and immediately changed the catheter for superior ch. No clinical consequences.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot n°. Checking the quality databases revealed no recorded anomaly in connection with the described incident. We received 6 sealed pouches, each contained one 3 ways silicone catheters. We measured the flow rate of the drainage channel for each of the 6 samples and we had (a minimum of ) 98.64l/h, 100.85l/h, 100.95l/h, 101.97l/h, 102.76l/h and (a max) 103.15l/h. The specification requires a min of 90l/h. The tested samples are conform to our specification. The described incident has not been reproduced on the returned tested samples. Based on the above this complaint is not confirmed as a product defect.